Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is having trouble with charging her implant. The patient said that it took five hours before it was full and the night before it only took 25 minutes. The patient decided to check their implant using their patient programmer (pp) and was told that the ins is empty. The patient said that she just started to recharge her implant. It was reviewed the meaning of the icons and the patient was getting the regular recharge screen with full coupling, the ins icon flashing in the far left section and the recharger battery is full. The patient said that she does use the belt when recharging. When asked, the patient said that she hasn't noticed anything else is different during her recharge session. The patient was asked if she normally checks her ins battery level prior to recharging and the patient said that she does not however during the recharge session she sometimes checks the screen. It was suggested the patient spend time recharging her ins right now and periodically check the screen to check on the coupling and call back with an update. The patient called back and said that yesterday that it did take her 4 hour and 45 minutes to completely charge up her implant with full coupling. It was reviewed that when the ins is empty, this is about the average expected recharge time. The patient said that she just checked her ins battery level an again it is very low. When asked, the patient said her setting is at 6.0 and that she uses stimulation 24/7. The factors that affect how quickly the ins battery depletes was reviewed. No further complications were reported. No patient symptoms were reported.